Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that his son insulin pump stopped delivering insulin in the overnight hours and he experienced hyperglycemia . The customer had high blood glucose levels of 29.3 mmol/l at the time of incident. It was stated that the customer had change the reservoir and infusion set, but the insulin pump still alarmed no delivery. Troubleshooting was performed. The customer reported that the cannula was bent on the infusion set. The customer stated the reservoir may have occluded because the no delivery issue was resolved after changing the reservoir. The insulin pump was able to complete the prime and no delivery alarm issue was resolved. Product is not expected to return for analysis. Additional device related incidents: insulin pump ((B)(4)); infusion set ((B)(4)).